Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Bradycardia is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which would have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia with placement of pacemaker. Time of malfunction/ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt became bradycardic. Two days post procedure, a pacemaker was placed resolving the bradycardia. Three days post procedure, the pt was discharged to home. Although requested, there was no add'l info provided.